Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens as a piggyback lens. The lens flipped during insertion into the patient's right eye. The incision was enlarged to remove the lens and two sutures were used to close the wound. No lot numbers provided.

Manufacturer narrative:
(B)(4). Evaluation code: method - lens work order search. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, we were unable to determine a specific root cause of the event. "Starr labeling does not address the piggybacking of lenses and is considered off-label use". (B)(4).